Event description:
My neurosurgeon at stanford uses (B)(6) only, so there was no choosing a product at my end. I had deep brain stimulation 1.5 years ago, not adaptive though. The first several programming sessions were frustrating for me as I did not feel any relief with my tremors. My sinemet med was causing dyskinesia, so I was gradually weaned off the medication (six pills a day) and that was very helpful. I now go to a local neurologist every three months to tweak the programming. I have found relief from most symptoms, except for a slight tremor in my right foot. I have to say, I had to lower my expectations after the surgery. Please hang in there. It does require a great deal of patience and persistence to work toward a solution. Best of luck! This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).